Event description:
The company received information that suggested that the flange became disconnected from the tube. The customer reported that the patient was re-intubated and no patient harm was reported. The customer stated that the tube was discarded.